Event description:
A prostate surgery procedure was being done utilizing a resectoscope and cutting loop electrodes. When the loops contacted the inner sheath of the resectoscope, the loops gradually became damaged and melted. No pt consequences were reported and the case was completed satisfactorily.